Event description:
Customer reported the passport 2 monitor shutdown, which may have affected patient monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replaced power supply, reseated the spo2 board. Unit calibrated and safety tested to factory's specifications.